Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned inside a sealed outer carton and inner pouch, within a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the seals on the outer carton and inner pouch were found to be intact. No damage was found with the outer carton and inner pouch. The pipeline flex shield delivery system was found within its introducer sheath, inside the dispenser coil. No damage was found with the dispenser coil and introducer sheath. The pipeline flex shield delivery system was then pushed out from the introducer sheath with without issue. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact and fully open with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found fully open with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer complaint was not confirmed. Both the distal and proximal ends of the braid were found to be open and undamaged. The distal end of the braid was not stuck to the dps sleeves, which were also found to be in good condition. The root cause of the "failure/incomplete open" could not be determined. The returned device appeared new and unused, and it was still in its sealed outer carton and inner pouch. The device that was actually used during the event was not returned, making it impossible to establish the root cause of the failure to open. Possible reasons for the failure to open include vessel tortuosity, a damaged braid, or the deployment of the braid in a vessel bend. However, the customer noted that the vessel tortuosity was moderate, and the braid was not positioned in a vessel bend, eliminating these factors as potential causes. Damage to the braid cannot be ruled out as a possible cause. The braid can become damaged due to excessive resheathing (more than twice), over-manipulation, improper deployment techniques, or resistance during the delivery or retraction of the delivery wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the ptfe did not open fully in the distal end so the pipeline stent could not be fully deployed. Resheathing was attempted three times but did not resolve the issue. It was noted that patient's vessel tortuosity was moderate. The pipeline was no positioned in a bend when it failed to open; it was in the straight m1 segment. The pipeline was removed and replaced with a pipeline shield 4.5x20 to complete the procedure successfully. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal part of the stent was not deployed because of the ptfe sleeves. There was failure to open in the distal section. More than 50% of the pipeline had been deployed when it failed to open. The pipeline resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The angiographic result post procedure was that the healthcare provider (hcp) put in another stent.